Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d904 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, bag leak. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported a leak in the recirculation bag that was noticed at start of the second cycle of a treatment procedure. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was in stable condition. The customer stated that they intended to install a new kit for another treatment. The kit was not returned for investigation as it had already been discarded.